Event description:
On (B)(6) 2012, the lay user/patient contacted animas alleging she received a call service 52 (cs) alarm once a day every day last week. The patient reported that on one of the occasions, she received the alarm (she believes it was (B)(6) 2012 at 1:30am) she was "sound asleep" and did not wake up for alarm. The patient claimed her spouse was finally able to wake her at 7am. At the time she got up, the patient reported feeling extremely nauseated and vomited. The patient stated when she tested her blood glucose (bg) with her meter, it read "high" (bg > 600 mg/dl). The patient claimed, she took a 15 unit shot via syringe and confirmed that her bg came back down to normal. At the time of troubleshooting, the pump's alarm history was reviewed. Review of alarm history only revealed cs alarms on (B)(6) 2012; which was not consistent with the alarm frequency the patient reported receiving. The patient informed customer support that each time she received the alarm she would take out the battery and successfully prime pump, except when it occurred on (B)(6) 2012. At the time of the call, the patient was able to complete rewind/load/prime. The patient confirmed pump was set to correct date/time and basal was also correct on home screen. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm till a later time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/21/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 08/27/2012 with the following findings: review of the black box and pump history revealed one call service alarm in the alarm history on (B)(6) 2012 at 12:07 am. A rewind, load and prime sequence was successfully performed without any issues. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or warnings occurring. The pump was additionally exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint was verified in the pump history, but was not able to be duplicated during testing.